Event description:
It was reported that during a da vinci-assisted pyelolithotomy surgical procedure, the customer contacted the intuitive technical support engineer (tse) to state that the erbe integrated electrosurgical unit (iesu) displayed error code c-34 when the surgeon enabled the monopolar function. The system initially powered on without errors and system functionality was checked. The tse guided customer to replace the monopolar cable. The customer followed, but the issue remained. Then tse recommended to reboot the iesu and xi system. The customer followed the instructions, but the reported issue remained. The user continued with the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) performed a follow-up and obtained additional information: the ports were not placed prior to the issue being identified. The procedure was completed robotically with the original configuration with no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the fse visit, the reported problem was reproduced. The fse tested the erbe integrated electrosurgical unit (iesu) and found error code c-00, and m-11 displayed upon start up. The fse replaced the erbe generator. The system was tested and verified as ready for use. Isi received the erbe generator involved with this complaint to perform a failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted when the generator is evaluated and/or if additional information is received. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was placed on an in-house system and was run in normal mode. The reported failure was confirmed and reproduced.

Event description:
Refer to h10/h11 for follow-up information.